Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. As received, the response buttons were intermittent. The cause for the inability to activate the device is the intermittent response buttons. The cause of the intermittent response button is a damaged contact at the front response button. The root cause for the damaged contact cannot be positively identified. No adverse event resulted from the damaged contact. The patient received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons would not activate the device. The pt was issued a replacement monitor.